Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was unable to activate the pump. Reportedly, the pump was plugged into a power source and the pump was activated. In addition, the customer had an inaccurate insulin gauge. Contact stated that the insulin gauge read zero units, however, the customer had just loaded a new cartridge onto the pump with 300 units of insulin into the cartridge. Pump logs were reviewed and found a button alarm had also occurred. Multiple attempts were made to follow up with the customer regarding the reported issue. No response was received from the customer. There was no reported impact to customer's blood glucose level.